Manufacturer narrative:
(B)(4). Expiration date: unknown as lot# is unknown. Similar to device under 510(k) k090140. MFR date unknown as lot # is unknown. Summary of investigational findings: no imaging provided and no product returned, why unable to comment on difficulties encountered during attempt to retrieve a tulip filter by use of a gtrs. Also, it is not possible to comment on the problem "to navigate around the renal stent to catch the hook of the filter" and on the filter to migrate up to the renal stent during that procedure and the hook of the filter being inside the renal stent. Filter retrieval is occasionally difficult. This is well known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. The filter implant period is unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: filter migrated during retrieval intervention. Retrieval set involved gtrs-200-rb. Retrieval hook caught in stent filter retrieval was being performed via right jugular vein, then the problem was to navigate around the renal stent to catch the hook of filter. During that procedure filter migrates up to the stent. The hook of filter was inside of the stent. Later it was possible to release the hook from the stent and procedure was successful at the end. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.